Event description:
Yesterday, we performed a radio frequency ablation (rfa) on a patient at our ambulatory surgery center. At the conclusion of the case, the grounding pad was removed and the skin was assessed by the nurse in the room. At this time, we discovered that the area under the pad was severely reddened and there were two quarter size blisters (second degree burn) present.

Event description:
Yesterday, we performed a radio frequency ablation (rfa) on a patient at our ambulatory surgery center. At the conclusion of the case, the grounding pad was removed and the skin was assessed by the nurse in the room. At this time, we discovered that the area under the pad was severely reddened and there were two quarter size blisters (second degree burn) present.